Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the front panel did not light up when the power turned on and only power indicator lit up, due to the failure of the main circuit board (cr board). And it was also found that there was leakage from the first regulator unit, and that some indicators of flow rate and volume on the front panel lit up continuously due to the failure of the front panel. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc concluded that the reported phenomena were attributed to followings: - the not-lighting of the front panel was attributed to the failure of the main circuit board (cr board). The exact cause of the main circuit failure could not be conclusively determined. - the first regulator unit leakage was attributed to the failure of the first regulator unit. The exact cause of the first regulator unit failure could not be conclusively determined. - the continuous lighting of flow and volume indicators were attributed to the failure of the front panel. The exact cause of the front panel failure could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. However, the field service engineer of (B)(4) checked the subject device on-site and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the subject device did not function. The field engineer of olympus (B)(4) checked the subject device on-site and found that the front panel display of the subject device disappeared. There was no report of patient injury associated with this event.